Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscal repair, it was reported that the second screw (t2 implant) could not be pushed out. Follow up information received indicated that t2 did not deploy and the t1 was cut off and removed from the joint. The doctor confirmed that nothing was left behind. There was no delay in the procedure and no patient injuries or surgical complications were reported. The patient's post-operative condition was good.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the needle but remains attached to the suture. T2 remains on the needle and has been advanced to the distal end of the needle for deployment. T2 was tested for proper deployment using a rubber meniscus model; t2 was able to be stripped off of the needle as intended. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).